Event description:
It was reported that stent damage requiring intervention occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.75 promus elite mr drug-eluting stent (des) was advanced and deployed to treat the lesion. Post-dilatation was performed, however, after the non-boston scientific (bsc) balloon crossed the proximal mid part of the stent, there was a gap noticed between the mid segment and the stent moved to a few millimeters distal to the actual placement of the stent. Another 2.75x12 des was then deployed to cover the deformed stent struts and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that stent damage requiring intervention occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.75 promus elite mr drug-eluting stent (des) was advanced and deployed to treat the lesion. Post-dilatation was performed, however, after the non-boston scientific (bsc) balloon crossed the proximal mid part of the stent, there was a gap noticed between the mid segment and the stent moved to a few millimeters distal to the actual placement of the stent. Another 2.75x12 des was then deployed to cover the deformed stent struts and the procedure was completed. There were no patient complications reported. It was further reported that the lesion was 80% stenosed non tortuous and non-calcified.